Manufacturer narrative:
Correction to field d4 lot number and h4 device manufacture date.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
It was reported that the lancet protrudes beyond the end cap of the device.